Event description:
Customer reported the unit is missing the battery door. Customer would like the door replaced. There was no pt incident or injury reported.

Manufacturer narrative:
Eval results: eval of the returned product revealed that the unit cannot power up with batteries, since the battery door is missing. The unit did power up when using an external power supply. The unit battery door is missing and the battery springs are bent. Note: the instructions for use warning statement: always close the battery door during storage to prevent damage. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if, battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).